Event description:
It was reported that prior to starting a da vinci si lung surgical procedure, the user facility identified a bent tip on the thoracic grasper instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations revealed that the instrument's grip were not bent and the grip's teeth meshed properly when the grips were in the closed position. The instrument's snake wrist were able to straighten properly. Additional observations found during investigations were main tube damage at the distal end of the instrument. The main tube insulation had a gouge on one side and had two 0.050 inches x 0.050 inches pieces missing roughly 0.550 inches and 1.935 inches above the instrument's snake wrist. The insulation also exhibited various scratch marks with no material removal in the same general area at the distal end. No other damage was found. On (B)(4) 2013, isi spoke with the site's robotic's coordinator. She stated she did not receive any report of any patient injuries as a result of the main tube damages. She believed that the main tube damage could be caused by instrument collisions or due to the cannula. She was unable to provide the details of the cannula. The customer reported complaint does not itself constitute a reportable event; however, the main tube found during failure analysis investigations could cause or contribute to an adverse event, if to reoccur.